Event description:
It was reported that during preparation for a carotid stenting treatment procedure, when the physician attempted to shape the amplatz super stiff guidewire, the coating stripped off. He used a second amplatz super stiff guidewire to complete the procedure. No patient injuries or complications were reported. Patient status is reported as "fine."

Manufacturer narrative:
The device has been received for analysis, but requires additional investigation, which is not complete at this time.